Event description:
On (B)(6) 2012, the pt's husband reported that at times the pt experiences elevated blood glucose. He stated that today at lunch her blood glucose measured 118 mg/dl and she bolused and at the time of the call her blood glucose measured 350 mg/dl. He also reported that the down button of the infusion device has stopped working. The pt noticed the issue a couple of weeks ago while trying to bolus. He believes the issue with the button is contributing to elevated blood glucose. Her normal blood glucose range is 90-120 mg/dl. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.